Manufacturer narrative:
The initial reported event of lead fracture, inappropriate shocks, high pacing impedance, and patient suffered injuries/ damages were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Attorney alleges patient "has suffered injury and damages as a result of defibrillator which connects to heart via lead''. It was reported the right ventricular (rv) lead had high impedance and a fracture and the patient received inappropriate therapies. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.